Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ecr60t cartridge reload was received for analysis and cartridge body was noted to be damaged. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure on the second firing with a black cartridge, the staples did not form on the patient side of the reload; staples were shaped like goal posts. Another black cartridge was placed in the same device, the device was fired at a different angle and the staples formed correctly. This same device was used to complete the procedure. There were no patient consequences reported. One cartridge that had the unformed staples will be returned. The device has been discarded.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.